Event description:
Ivus [intravascular ultrasound] catheter failed to show imaging while in the artery during a cardiac catheterization. No harm to the patient. Healthcare providers tracked five instances of boston scientific catheters failing to work and provide an image as intended between [redacted date - redacted date; approximately 5 months].